Manufacturer narrative:
Manufacturing site evaluation: investigation on-going. Should relevant additional information / investigation results become available, a supplemental medwatch report will be submitted.

Event description:
It was reported to aesculap ag that a ceramic electrode tip l-hk f/gk372r (part # gk384r) was used during a procedure performed on (B)(6) 2021. According to the complainant, sparks were observed near the hook electrode. During use with vio30w, a spark came out from the root near the fitting of the hook electrode. According to the test results from a hospital scan, only the l-shaped non-insulated part at the tip makes noise and is insulated, but that is exactly where the sparks were observed. Observation with a loupe showed that the hook was scratched, but no peeling of the insulation was found, and the deformation of the tip of the insulation part of the handle was caused by the spark. Reportedly, the device was inspected before each use. The complaint device was returned to the manufacturer for evaluation. No patient complications were reported as a result of the event. Although requested, additional information has not been made available. The malfunction is filed under aag reference (B)(4).

Event description:
Involved components: gk370p - shaft only f/modular monopol. Electr. Gk373r - inner tube w/handle for gk372r.

Manufacturer narrative:
Additional information: gk370p - shaft only f/modular monopol. Electr. Gk373r - inner tube w/handle for gk372r. Involved components added to b5 and d10.

Manufacturer narrative:
Correction: b5 updated - leading and involved parts determined based upon investigation results investigation: the product was sent to the production department for the subject matter expert analysis. The results are as follows: we have no indication for a production related error. We detected that the tip of the shaft was damaged. It could be possible that liquid had gotten between the insulation tube and the hook electrode during the operation. The liquid then conducted the current. This is known as capillary action. It is important that the product does not run in continuous load. For safe handling and preparation of the product, please note the points in the instructions for use (IFU). Batch history review: due to the fact that no lot number was provided, a review of the device history records for the complained device is not possible. The review of risk assessment revealed that the overall risk level ((3)5 severity x (2)5 probability of occurrence) according to din en iso 14971 is still acceptable. Conclusion and measures / preventive measures: based upon the investigation results a clear root cause conclusion cannot be drawn. There is no indication for a material-, manufacturing- or design-related failure. Based on the investigation results a CAPA is not required.

Event description:
Update: the complained part is now considered to be an involved component; the new leading component was now determined to be gk370p. The malfunction/adverse event is listed under aag reference (B)(4). Associated medwatch reports: gk370p (9610612-2022-00282) 400554871. Involved components: gk373r - inner tube w/handle for gk372r (400523675). Gk384r - ceramic electrode tip l-hk f/gk372r (400523674).